Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container had particulate matter from the blue port on the baxter transfer bag. This was observed when transferring lipids from a biofine container to a non-biofine container. The biofine container was spiked with a baxter repeater pump fluid transfer set and the distal end of this set was attached to a 1.2 micron filter. This was then connected into a non-biofine container to receive the lipid. After the completion of the transfer, a blue spec particle was observed with the lipid in the receiving bag. There was no patient involvement. No additional information is available.